Event description:
Customer states patient reportedly received the following results on the inform system within 10 minutes: hi (>600 mg/dl), 239 mg/dl, 387 mg/dl, and 105 mg/dl. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.